Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Three lot numbers were provided. It is unclear which is associated with the reported event. Batch # 4091427, 4072328, 3228134. E. Facility name exceeds character limit: (B)(6).

Event description:
It was reported that bd insyte autoguard pnk 20ga x 1.0in catheter broke away. The following information was provided by the initial reporter: on (B)(6) 2024, a 20g IV was placed pre-operatively for an elective orthopedic surgery. During surgery, the IV became infiltrated and was removed. Upon inspection after removal, the tip of the IV catheter was noted to be missing. The catheter tip was able to be removed with surgical intervention. (B)(6) the patient required surgical removal of the distal end of the catheter by a hand surgeon, suture insertion for closure, and application of wound dressing. Physicians aware of situation. Disclosure made to patient and spouse.

Manufacturer narrative:
Additional information in b5. Investigation results: our quality engineer inspected the photograph and sample submitted for evaluation. Bd received one photograph which displayed the top web label from three lot numbers: 3228134, 4072328, and 4091427. As it was unable to be confirmed which lot number your reported issue occurred with, a device history review report was run on all three. No non-conformances associated with this issue were found during the production of these batches. The physical unit was received with a non-bd extension set. The IV catheter was received in two segments and with evidence of use. What appeared to be blood residue remained within the catheter tubing. The proximal segment of catheter tubing was still secured to the catheter adapter. The adjoining surfaces of the catheter were microscopically examined. The cross section exhibited a granular surface. A score line was visible on what appeared to be the external surface of the tubing, which extended from one adjoining end of the catheter toward the catheter tip. As the condition of the physical sample supports your description of the reported event, the complaint was confirmed; however, the root cause could not be determined from the sample analysis. Catheter fracture may occur at different stages throughout the manufacturing process or during clinical application. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause.

Event description:
Additional information: only one patient. 3 different lot #¿s because the package was not saved and these lot #¿s were in the bin location for that area. Could not determine the lot#.